Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-08158; related manufacturer reference number: 2017865-2020-08159; related manufacturer reference number: 2017865-2020-08160. It was reported that the patient presented to the clinic lab. It was discovered that the patient had an implantable cardioverter defibrillator device system infection, and the pocket site was inflamed. The entire system was extracted and was not replaced, with no complications. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Correction - g4 in previous supplemental was missing, should have had (B)(6) 2020.